Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported they the cgm was displaying low so they kept eating to bring up the cgm value and drank orange juice thinking the cgm was correct. The patient reported that they called an ambulance because they did not have any means to check their finger stick. The patient did not report any symptoms. The patient was treated with IV at the hospital and their bg was reported to be 856 mg/dl. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.